Event description:
It was reported that patient presented to emergency room after experiencing discomfort. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture, low pacing impedance and r wave amplitude variation. It was further found from x ray that the rv lead was perforated through apex of heart. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of loss of capture, low pacing lead impedance, and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections did not find any anomalies on the lead body. The lead helix was found to be stretched and bent which is consistent with procedural damage and helix clogged with dried blood. A tip stiffness test was performed, and the results were within specification. No anomalies were found.